Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # (B)(6)); sigcirstnd, sigcirstnd signia circ adapt std length (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the powered stapler displayed a reload cut error message after the stapling sequence and while the cutting was being performed. The surgeon opened and tilted the anvil by pressing buttons because the anvil did not open/tilt automatically as intended. Cutting was completed and the anastomosis was intact. After firing, the anvil could not be removed, and the stapler could not be opened completely to inspect the donuts. Additionally, another error message (reload and adapter yellow swimlane error) was displayed on the screen. A reboot of the handle and adapter were performed to address the issue. No patient complications have been reported as a result of this event.